Event description:
Customer reported an increase in low positive sars-cov-2 tma samples run on panther instrument sn (B)(4) which would not repeat when retested on their other panther (worklist ids and sample ids not provided). Customer suggested there was a possible instrument contamination after noticing blank tubes resulting as low positives. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Customer performed monthly maintenance and found white residue in the sample bay area, which came back after cleaning. They also ran additional pre-cleaning test run with blank sample tubes that were all negative as expected. Hologic field service engineer (fse) was dispatched to strip and clean all modules, confirming the leak coming from the output queue aspirator. After the fse service visit, customer ran additional blank samples which all resulted negative, but a subsequent run had a discrepant sample. Fse noticed that the customer was disposing the liquid waste directly next to the sample preparation area, and the clean-to-dirty workflow was not always followed. Fse asked field applications specialist (fas) to follow up with the customer on their workflow process. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.